Manufacturer narrative:
Per communication with invacare (B)(4), the walker arrived on (B)(4), it was scrapped on (B)(4), the weld joining the seat to the side frame has broke.

Event description:
Per communication with invacare (B)(4), the walker arrived on october (B)(4), it was scrapped on october (B)(4), the weld joining the seat to the side frame has broken. Right side seat frame cracked at weld.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Right side seat frame cracked at weld.